Event description:
Boston scientific received information that approximately three months post implant, this device with non-boston scientific right ventricular lead displayed high out of range shock impedance measurements. A lead revision was performed. After the device was exposed, visual observation revealed the lead had not been fully inserted into the lead barrel and the set screw had not been tightened. The lead distal connector was pulled back without loosening the set screw. The lead was reinserted into the device header and the set screw was secured. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.